Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure. The patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off. The inlet air path assembly needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low inspiratory pressure. The patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off. The inlet air path assembly needs replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.